Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. No product lot number was reported; therefore, no lot release records were reviewed.

Event description:
It was reported that the patient passed away on (B)(6) 2015. There was no further information provided. The pod has been discarded.